Event description:
Due to actual low volume into the pump reservoir (1 ml), instead of an expected 2 ml, pt experienced abstinence syndrome (baclofen) before doing the refill. User reported that the synchromed manual is not clearly reporting the risk of abstinence when the reservoir volume goes under 2ml. They also claim that the alarm volume should be fixed to 3.5 4ml and not 2 as reported by the manual.